Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Problem description 04/11/2018 14:44:25 rthomas the file number for this l2 complaint is (B)(4). Problem description 04/10/2018 13:26:30 rthomas assisted dan hodgson (B)(6), to identify problematic fault to the logic board for repair/replacement. Customer may decide to send device in to service depot for level 1/2 repair.